Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that this device indicated one year of battery life remaining at patient check 4 months ago. At today's check device shows end of life. The device will be explanted and replaced within the next few days. To date, there have been no adverse patient effects reported.